Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. Contamination was found within the oxygen blending module flow sensor element assembly. The component was cleaned to address the issue.